Manufacturer narrative:
The failure was confirmed by the manufacturer. The investigation found the ac power transformer was faulty and running a higher than normal voltage. This faulty transformer caused failures to fuses on the a/d board. Main circuit board and the cpg board. The customer received a replacement system. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that during priming, the service led and pump not priming led were illuminated, the membrane switch did not function, and the remote control did not react when used. The customer attempted to reboot the system but the problem continued. The product was changed out and the surgery was completed successfully.